Event description:
It was reported that patient faced issue with device and experienced high blood glucose levels treated with insulin pen on (b)(6) 20.26

Manufacturer narrative:
E1: Patient Country: Saudi Arabia.Name: Medtronic Minimed,Country: United States of America,Street: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.